Event description:
It was reported that the iab was inserted in 2003. The pt had bypass surgery. After surgery, the patient's iab dressing was changed, and it was noticed that black flakes were in the helium tubing. The tubing was exchanged since there were no helium loss alarms. Approximately 12 hours later, blood was seen in the helium tubing. As a result, the iab was removed. There were no pt complications.